Manufacturer narrative:
Asku

Event description:
The patient reported that the device "malfunctioned". The patient was hospitalized (B)(4), 2010 for not feeling well. Patient stated "the device dumped all the information at device check. Everything was gone". The device was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported the device "malfunctioned". The patient was hospitalized (B) (6), 2010 for not feeling well. Patient stated "the device dumped all the information at device check. Everyting was gone". Attempts to obtain additional information were unsuccessful. The device was replaced. No patient complications were reported as a result of this event.